Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. Aneurysm morphology was not reported and the vessels were small. It was reported that after the stent graft was implanted, it was not possible to gain access from the contralateral side as the external iliac artery was too small. The decision was made to convert the device to an aorto-uni-iliac by placing an aneurx cuff and a talent cuff in the flow divider, after which a fem-fem bypass was performed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: small arteries. Conclusion: small arteries. Required secondary intervention. Difficult to cannulate.